Event description:
A hosp in (B)(6) reported to fisher & paykel healthcare (fph) office in the USA that the rd900aeu neopuff infant resuscitator failed both the manometer and valve assembly performance checks. No pt consequences was reported.

Manufacturer narrative:
(B)(4). The rd900aeu infant neopuff resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report without findings upon receipt of the complaint device and completion of the investigation.